Event description:
Customer reported the image circle intermittently goes blank. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the monitor needed to be replaced. Customer biotech will replace monitor.